Event description:
It was reported a stroke occurred. A left atrial appendage (laa) closure procedure was performed and a 20mm watchman flx pro closure device was implanted with no leak noted. 122 days post index procedure, the patient was hospitalized in a specialized stroke clinic with a mild ischemic stroke. The patient was discharged from the hospital. No further details were reported.